Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise episodes which resulted in oversensing were noted on the device. It was suspected that the cause of the event was due to sensed electromagnetic interference from the patient's work environment. No intervention has been conducted at this time but is anticipated at the next in-clinic follow up. The patient experienced no consequences.